Manufacturer narrative:
The customer does not want monitor repaired for the reported issue at this time. The customer has been using alternate pressure gauges. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the display was blank on channels a and b pressures on the cardioplegia monitor when it was calibrated. The pressure could be turned way up and it still does no read pressure. Since the event occurred during preventative maintenance, there was no pt involvement.